Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: one speedband superview super 7 device was returned for analysis. The velcro strap, irrigation catheter and the ligator head were returned. The velcro strap, irrigation catheter and the handle assembly did not present any visible damage. The crimp was present on the trip wire. A visual examination of the device found that five bands were present on the ligator head with the last band caught under the other bands. The ligator head teeth were damaged. The suture was noticed to be intact; however, the suture was completely detached from the ligator head. The trip wire was completely rolled in the handle and there is no evidence showing that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure on (B)(6) 2016. According to the complainant, during preparation, the suture could not be correctly attached to the tripwire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the suture was completely detached from the ligator head; therefore, this is now an MDR reportable event.